Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) level was 160 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer unplugged the pump and plugged it back into the power source using the same charging supplies. The customer would continue to use the pump for insulin therapy.